Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because of excessive vomiting due to anxiety on (B)(6) 2019 and was treated with intravenous drip. Customer¿s blood glucose level was 184 mg/dl at the time of incident. Customer also experienced high blood glucose of 480 mg/dl while reporting, however customer was declined for troubleshooting. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was active. Customer was treated with intravenous drip, manual injection and insulin pump. The insulin pump will be returned for analysis.